Event description:
While inserting into the eye, the provider stated the cartridge split on two sides. This has happened several other times.manufacturer response for alcon- monarch cartridge d, (brand not provided) (per site reporter).